Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a light-emitting diode failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the high flow insufflation unit front panel of the abdominal pressure indictor failed to work. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Aqs23this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause of the light-emitting diode failure could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received noting that the event occurred on july 11, 2022 during an unknown procedure. The memory of the device was not inspected in detail before use. According to the initial reporter, the phenomenon was noticed in the early stage of surgery and discontinued use. The procedure was completed using another device without any delays.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. Should further information be provided, another supplemental report will be submitted.